Event description:
A healthcare professional reported that an implantable collamer lens was implanted into a patient's eye. The patient experienced low vaulting. The lens was explanted. In a subsequent surgery, a new lens of longer length was implanted and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
D4 - sn#: unk, model#: unk, expiration date: unk, UDI#: unk. H11 - t1720658 was returned and found to be unused (box intact & unopened). Therefore, sn for claim# (B)(4) is unknown as the lens would need to be implanted for vault to occur. Claim# (B)(4).

Manufacturer narrative:
Claim is deemed not reportable as there was no complaint against this eye (os). Claim# (B)(4).